Event description:
Rptr is an intensive care nurse who has developed a latex allergy with symptoms ranging from a rash on hands, with use of gloves, to anaphylactic shock from latex in hair products and multiple latex products used in intensive care. Rptr is now on disability awaiting placement in a nonclinical setting.